Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d729 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The (B)(4) lot number was not provided as it was not administered. However, a review of all (B)(4) lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, access issue, clot observed, centrifuge bowl leak/break, leak centrifuge alarm, and protocol: assembly or operation. No trends were detected for these complaint categories. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).

Event description:
The customer called initially to request information on how to remove the fluid logic module (flm) from the door. The customer reported that they stopped the patient's treatment due to a nonfunctional patient access. The customer stated that they had ended the treatment in order to return the blood back to the patient. However they did not return the blood to the patient, once they observed clots in the bowl after the bowl was removed from the instrument. The customer reported that the treatment was ended just before buffy coat collection in cycle 1. The customer reported that they were not aware of the abort treatment option which would have released both the bowl and flm door. Thus they opened the side panel of the instrument in order to try to manually release the vacuum pump in order to release the centrifuge bowl. The customer stated that they had to forcefully remove the bowl which is when they noted a few drops of blood. The customer reported that the centrifuge leak detected alarm only began to alarm once the bowl was removed. The customer dried the leak detector strip and was able to reset the alarm. The customer noted that the instrument's screen now read "ready to prime". The customer reported that the flm door could now be opened and that the flm was now free. The customer was given a reminder on how to abort a treatment if the option is needed again in the future. The kit was not returned for investigation.